Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring urinary incontinence. A pelvic sonogram revealed the device was not functioning as intended; a pinhole was found in the cuff. The device was explanted and a new aus was implanted. No patient complications were reported.